Event description:
A customer reported to beckman coulter, inc. (Bec) that an erroneously elevated troponin (accutni) result was generated by access 2 immunoassay system for one patient. The erroneous result was not reported out of the laboratory. Repeat testing produced lower results. There was no impact to patient treatment except delays in getting the results for the ER doctor.

Manufacturer narrative:
Sample collection and centrifugation information was not provided. Qc data provided indicates that qc was within the expected ranges. A system check run on 10/19/2011 passed all specifications. Service was not dispatched for this event. Root cause was not determined for this event.